Manufacturer narrative:
Eval: other - chart holder.

Event description:
It was reported by svc report that the chart holder was broken and has sharp edges. There was pt involvement, however, no adverse consequences are reported.